Event description:
The physician attempted arteriotomy closure with the closer s 6fr. Device following a ptca procedure. The device was reported to be "difficult to insert due to calcification of the vessel." The physician attempted to remove the device, but "just one half of the device came out." The pt was taken to surgery for device removal. Add'l info has been requested, but has not been made available.

Event description:
Received the following new additional info: the puncture was in the common femoral artery. Although mark was obtained, the insertion was reported to be difficult. Fluoroscopy was done, but revealed "nothing apparent at the time." The vessels were reported to "look straight". However, upon review of the x-ray film 5 days later, a separation of the foot from the sheath was visible. The pt was discharged the next day post surgical removal of the sheath. There were no reports of further adverse pt sequelae.